Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Customer refusing service. Device not returned.

Event description:
The manufacturer service technician reported that the device was leaking a black substance while it was being serviced at the user facility. There were no adverse consequences related to this event

Event description:
The manufacturer service technician reported that the device was leaking a black substance while it was being serviced at the user facility. There were no adverse consequences related to this event